Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to insulation had fallen off and some parts of the lead remains in the rv during the extraction. This lead was capped and replaced. No additional adverse patient effects were reported.